Event description:
It was reported that there were discrepancies between battery voltage measurements. Further information revealed that the device received a software update and then went to elective replacement indications (eri) four days later. The device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there were discrepancies between battery voltage measurements. Further information revealed that the device received a software update and then went to elective replacement indications (eri) four days later. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(4)-2010, the telemetered battery voltage was 2.68v while the daily battery voltage trend measurement was 2.88 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the telemetered battery voltage was 2.68v while the daily battery voltage trend measurement was 2.88 v.

Event description:
It was reported that there were discrepancies between battery voltage measurements. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the telemetered battery voltage was 2.68v while the daily battery voltage trend measurement was 2.88 v.